Event description:
General report received of an unspecified number of undocumented incidents of tubing ruptures during use with power injectors. It was reported that the power injectors were set at a rate of 4ml/second. During injections of the dye, the tubing sets reportedly ruptured at unspecified locations. There were no reported adverse effects to the patients or the staff. Multiple unsuccessful attempts have been made to obtain additional information.